Event description:
Caller reported a malfunction on the pump, which had occurred at least three times previously with the same malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use their current pump for insulin therapy until replacement pump arrives.